Event description:
Patient was undergoing routine biliary catheter exchange. When the existing drain (initially placed approximately three months ago) was wired during the procedure, the pigtail portion of the catheter broke off in the small bowel. External portion of catheter was removed and new catheter placed. No apparent harm to patient.